Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: m450001b018, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, it was reported that the patient was paralyzed since the procedure. It was reported that there were concerns with the thermography of the ablation system in the procedure. It was noted that the patient had prior resections performed for treatment prior to the event date. Additionally, it was noted that two lasers and trajectories were used alongside a phillips scanner in the procedure. There was no reported delay to the procedure due to this issue. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. The analysis found that the software of the ablation system functioned as designed. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.